Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (image loss) did not occur. However, testing showed the image was noisy. Based on the results of the investigation, physical stress was applied to the insertion section during user handling which caused the charged-couple device (ccd) unit to be damaged. The damaged ccd likely caused temporary image issues. While the cause of the damage could not be definitely confirmed, it was determined possible that a high-energy endotherapy accessory was used without ensuring the device was sufficiently distant from the scope's distal end. Functional testing determined the connector cover insulation did not meet with electrical resistance specifications. In addition, the rotation mechanism tension met with specifications but replacement was recommended. During visual examination, the following issues were noted: the distal end cover had a burn mark; the bending section cover adhesive was cracked and scratched; the bending section was dented; and the insertion tube was dented. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device instructions for use document was reviewed. Review showed the following relevant instruction in section 4.3- using endotherapy accessories: "warning: when using endotherapy accessories, keep the distance between the distal end of the endoscope and the mucous membrane greater than the endoscope's minimum visible distance...if the distal end of the endoscope is placed closer than its minimum visible distance, the position of the accessory cannot be seen in the endoscopic image. This could cause serious patient injury and/or equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope was being prepared prior to use for a therapeutic procedure. When the scope was plugged in, the screen became black and showed no images. The customer was unable to restore the image. No error messages were observed. The procedure was completed with a similar device. The customer confirmed there were no adverse effects to patient and no medical intervention was required. No postponement or cancellation of procedure was required. There was no extension of patient sedation or anesthesia.